Event description:
It was reported that during a peripheral stenting treatment procedure, the distal shaft of the biliary wallstent monorail delivery system fractured inside of the patient's body. It is noted that the physician experienced difficulty advancing the stent to the target lesion. The stent had been successfully deployed, but not in the desired position. The physician deployed another stent inside of the initial stent in order to achieve the desired results. The procedure was successfully completed without patient complications. The patient condition is reported to be 'good'.